Event description:
The pt had a standby anesthesia and an enteroscope was passed. The overtube was well lubricated and passed without any noted difficulty. At the end of the procedure rptr observed that the dr was unable to successfully remove the tube even with a moderate amount of physical strength. The scope itself was able to pass quickly through the overtube. On a second attempt the overtube was removed with much resistance. There was a moderate amount of bloody secretions along the outer surfaces of the overtube.